Event description:
Patient reported experiencing nausea, vomiting and elevated blood glucose level of approximately 600 mg/dl. Patient reported receiving stationary treatment from (B)(6) 2012. Patient reported being in the ICU from (B)(6) 2012 and then in the regular care unit from (B)(6) 2012. Patient reported taking correction via the pen. Treatment received in the hospital was not provided. Patient reported blood glucose level is okay at this time. Patient's normal blood level was not provided. Patient reported receiving elevated blood glucose reading of 333 mg/dl on (B)(6) 2012. Patient reported taking correction via the infusion device and performed several accessory changes with no success. Patient discarded the alleged accessories. Patient reported taking correction via the pen. Patient stated no health problems. Patient thinks the infusion device delivery is inaccurate and delvers too low insulin amount. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified, the product meets the specification regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside of the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.